Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was reported that the guide catheter was broken. A photo of the complaint device was provided and showed that the push catheter was kinked. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of guide catheter break. Block h10: the returned flexima rx biliary stent was analyzed, and a visual evaluation noted that the photo showed the device with the push catheter kinked. The reported complaint of 'guide catheter detached' cannot be confirmed. No other problems with the device were noted. The reported event of guide catheter detached was not confirmed, based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process; after media analysis it was determined that the push catheter was kinked. It's most likely that user manipulation during the procedure and/or some technique performed ended kinking the push catheter as observed. Therefore, the investigation concluded that adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. It was reported to boston scientific corporation that a flexima rx biliary stent was used during an an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was reported that the guide catheter was broken. A photo of the complaint device was provided and showed that the push catheter was kinked. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.